Event description:
Pt experienced difficulty in walking and talking due to extreme weakness. She tested blood glucose as 118 mg/dl on suspect device. She repeated the test and blood glucose=133 mg/dl. She went to ER where within 15-20 mins her blood glucose was 30-40 mg/dl. Pt was given glucose intravenously and is now doing fine. Controls on suspect device were out of range.